Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent confirmation of device malfunction involving the hologic products in the event described. Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb device implant on (B)(6) 2019. It was further reported that the patient has experienced injuries at and around the site of implantation, which include sharp stabbing pain, tenderness, deformity, sensitivity, scarring, a lump and failure to reabsorb. No further information is available at this time.

Event description:
Hologic has received correspondence arising from litigation. The additional medical information provided, revealed the f0203 catalog number of the device and the lot number b1-181114 of the device. On (B)(6) 2024 the patient reported right breast pain and right shoulder pain as well as pain in most of her joints. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Hologic has received correspondence arising from litigation. The additional medical information provided, revealed the f0203 catalog number of the device and the lot number b1-181114 of the device. On (B)(6), 2024 the patient reported right breast pain and right shoulder pain as well as pain in most of her joints. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event. A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.